Manufacturer narrative:
The MFR did not received devices, x-rays or other source documents for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available that changes this assessment, an amended medical device report will be submitted. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).

Event description:
It was reported that the pt was implanted with an inverse/reverse screw system, 4.5-36 on (B)(6) 2012. Due to breakage of the screw in the tm base plate, the pt was revised on (B)(6) 2013. During surgery, the base plate was removed and the shoulder was converted to a hemi shoulder prosthesis.